Event description:
It was reported that stent moved on balloon occurred. The target lesion was located in the mildly tortuous mid circumflex artery. A 4.00 x 38mm synergy xd drug-eluting stent (des) was advanced to treat the lesion. However, during the procedure, the device failed to cross the lesion, and the physician noticed that the stent appeared to be partially detached from the balloon. The stent was carefully removed back into the guide and withdrawn. The procedure was completed with another synergy xd des. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: synergy xd mr us 4.00 x 38 mm stent delivery system (sds); catheter was returned for analysis; the following attributes were examined: stent: examination of the crimped stent via scope found evidence of damage with stent struts from the mid to distal stent region lifted and pulled distally over the tip. The undamaged crimped stent od (outer diameter) was measured within max crimped stent profile measurement specification. Balloon: the balloon cones were reviewed via scope, and no issues were noted. The balloon wings were tightly wrapped and evenly folded. The balloon had not been subjected to positive pressure. Tip profile: a visual and microscopic examination of the bumper tip no issues. Hypotube profile: a visual and tactile examination of the hypotube shaft found multiple kinks along several locations of the hypotube shaft. Shaft polymer extrusion profile: a visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues. No other issues were identified during the product analysis.

Event description:
It was reported that stent moved on balloon occurred. The target lesion was located in the mildly tortuous mid circumflex artery. A 4.00 x 38mm synergy xd drug-eluting stent (des) was advanced to treat the lesion. However, during the procedure, the device failed to cross the lesion, and the physician noticed that the stent appeared to be partially detached from the balloon. The stent was carefully removed back into the guide and withdrawn. The procedure was completed with another synergy xd des. No patient complications were reported.